Event description:
Hill-rom received a report from a hill-rom tech stating the brakes were not holding. The bed was located in a pt room at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The tech found the brake steer torque tube was worn. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the brake steer torque tube to resolve the issue. Based on this info, no further action is required.